Manufacturer narrative:
Product event summary: the partial delivery system was returned without the tether, and tether pin. The lumen of the delivery system was torn. Flat wire was found protruding from the delivery system outer shaft at 3.7 cm from the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the tether and tether pin were not received. The device was not attached to the system. Articulation and deployment testing could not be performed because of this. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the tether was unable to be removed after being cut. The leadless ipg was not used and was replaced. It was further reported that a clot or potential knot in the tether could have caused the issue but no clot was observed. No patient complications have been reported as a result of this event.